Event description:
A confused pt inadvertently connected his feeding tube to his needle free injection site. Nursing intervention prevented any harm to pt. These two unrelated medical device ports are compatible, posing potential harm to pts in the future.